Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the venflon pro safety 17ga 1.5mm od 45mm l leaked. The following information was provided by the initial reporter: "the lid doesn't work as it should i.e. Is leaking and the blood is flowing from the patient."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. From the verbatim, the probable root cause for the leakage from the lid could be due to valve issue. CAPA# 1379444 has been initiated to address the issue.

Event description:
It was reported that the venflon pro safety 17ga 1.5mm od 45mm l leaked. The following information was provided by the initial reporter: "the lid doesn't work as it should i.e. Is leaking and the blood is flowing from the patient."